Event description:
Additional information revealed that the issue resolved on its own without intervention. This is no longer considered an adverse event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing pain at the site of their implantable pulse generator. Patient may have to undergo surgery to correct this issue. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.